Event description:
Per the clinic, the patient experienced a bilateral middle ear infection with subsequent otorrhea and polyp formation. The patient was treated with steroids and antibiotics (date not reported). Clinic symptoms of the left ear were resolved; however; the right ear remained symptomatic. The device was explanted on (B)(6), 2012. There are plans to reimplant the patient with another device; however, it is unknown if this has occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4).